Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hypercholesterolemia and coronary artery disease.

Event description:
Edwards received notification that a patient with a valve model 7300tfx33 implanted in the mitral position was placed under consideration for a valve-in-valve procedure after an implant duration of approximately eight (8) years due to structural valve degeneration (svd) leading to moderate regurgitation (grade 3-4/4) and stenosis (mean/peak gradient 20/40 mmhg) observed on transthoracic echocardiogram (tte). The patient presented with nyha iii/IV symptoms. Reportedly, during index intervention, the bioprosthesis was implanted with some difficulty, but with a satisfactory ending. However, on post-op echo 3 days after procedure, mild central regurgitation was observed, which was still present on the three months echo. On six (6) years and eleven (11) months echo the patient did already present svd with moderate regurgitation (grade 3-4) and stenosis (mean/peak gradient 5/10 mmhg), however he was asymptomatic at that time and no re-intervention was planned. The patient was noted as to be at home, able to carry-on his daily activities. A visit with the tavi clinic was scheduled in 3 months.

Event description:
Per the report received from canada, a patient with a valve model 7300tfx33 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of nine (9) years and one (1) month due to calcification leading to moderate regurgitation (grade 3-4/4) and severe stenosis (mean/peak gradient 20/40 mmhg) observed on transthoracic echocardiogram (tte). As reported, approximately eight (8) years after implantation the patient already presented with nyha iii/IV symptoms. Reportedly, during index intervention, the bioprosthesis was implanted with some difficulty, but with a satisfactory ending. However, on post-op echo three (3) days after procedure, mild central regurgitation was observed, which was still present on the three (3) months echo. On six (6) years and eleven (11) months echo the patient did already present structural valve degeneration (svd) with moderate regurgitation (grade 3-4) and stenosis (mean/peak gradient 5/10 mmhg). A 29mm transcatheter valve was implanted within the surgical device.

Manufacturer narrative:
Updated section b5 (describe event or problem). Corrected section h6 (impact code): 4629 (device revision or replacement) replaces 4621 (recognised device or procedural complication). H11: additional manufacturer narrative: calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely cause is patient factors, including diabetes, coronary artery disease, and hypercholesterolemia.

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including diabetes, history of coronary artery bypass graft and hypercholesterolemia.

Event description:
Edwards received notification that a patient with a valve model 7300tfx33 implanted in the mitral position was placed under consideration for a valve-in-valve procedure after an implant duration of approximately eight (8) years due to calcification leading to moderate regurgitation (grade 3-4/4) and severe stenosis (mean/peak gradient 20/40 mmhg) observed on transthoracic echocardiogram (tte). The patient presented with nyha iii/IV symptoms. Reportedly, during index intervention, the bioprosthesis was implanted with some difficulty, but with a satisfactory ending. However, on post-op echo 3 days after procedure, mild central regurgitation was observed, which was still present on the three months echo. On six (6) years and eleven (11) months echo the patient did already present structural valve degeneration (svd) with moderate regurgitation (grade 3-4) and stenosis (mean/peak gradient 5/10 mmhg), however he was asymptomatic at that time and no re-intervention was planned. The patient was noted as to be at home, able to carry-on his daily activities. A visit with the tavi clinic was scheduled in 3 months.